Event description:
Reporter indicated a vns patient was having increased seizures and that the patient desired a vns generator replacement. A battery estimate performed yielded 4.71 years remaining on the generator battery, but the programming history was incomplete. All attempts to the reporter for further information have been unsuccessful to date. Vns generator replacement is likely but a surgery date has not been set.